Manufacturer narrative:
The fse confirmed a diluent leak from the blue stripe tubing at pinch valve pv49. The fse replaced the tubing to resolve the reported issue, then performed verification that the instrument met specified requirements per established procedures. (B)(4).

Event description:
The customer reported 5ml of diluent leaked from the coulter lh 500 hematology analyzer, during troubleshooting latron issues. The leak was contained. The customer was wearing gloves and a lab coat when the event occurred and there was no report of direct physical contact with the leak. Erroneous results were not generated in connection with this event and there was no report of injury or change to treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the analyzer.